Event description:
Cryo balloon not being recognized by medtronic cryo ablation system. New cables used, but balloon still not recognized. Balloon was removed and replaced with a new one, and this fixed all issues. No patient harm.